Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection/double stapling technique. According to the reporter: after performing the anastomosis, a leak test was performed and it was discovered that one-third of the anastomosis had opened. Malformed stapling might have occurred. The procedure was converted to a hartmann procedure and a stoma was created.